Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarmed during basic occlusion test due to loosed drive support disk. Unit passed displacement, and motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during normal used. Nothing further was reported.